Event description:
It was reported the leadless pacemaker (lp) was stopping at night. No further information was provided.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.